Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was found to have failed and was not recoverable. Initial testing using the hardware test application (hta) showed that the drawer was not detected. A field service engineer removed and reseated the cables, shuffled the roll boards, and replaced the cubie pockets; after running the hardware test application (hta), both the drawer and cubie pocket appeared to be working, but upon rebooting the station, the drawer still showed as failed; running hta again revealed a failure in the drawer position sensor, so the drawer board and position sensor were replaced, yet the drawer continued to fail in hta; the control drawer board was then replaced, but the issue persisted until the drawer itself was replaced, after which the unit functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 was failed, not detected on bus and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.